Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal device became unraveled. Replacement was used to complete the procedure. No patient complications were reported by the hospital.